Event description:
Event verbatim [preferred term] she had "big blisters from hell" from where the wrap was on her skin (on neck and shoulder)/she burned herself/pain [burns second degree] , fell asleep with the thermacare heatwrap /she guesses she rolled over onto her back/does not remember checking skin under wrap until she woke up/she wore it for approximately 14 hours [intentional device misuse] , she can stick one neck wrap to the right side of her lower back, and one to the left side at the same time [intentional device use issue] , started to scab over/scabbed areas from blister [scab] , marks on her back [scar] , she has had success where she has snapped the cells that were rock hard; broke each cell up and a few of the cells got hot [device use error] , she has had success where she has snapped the cells that were rock hard; broke each cell up and a few of the cells got hot [product quality issue] , . Case narrative:this is a spontaneous report from a contactable consumer. This (B)(6) female patient started to receive thermacare heatwrap (thermacare neck, shoulder and wrist) from an unspecified date for back pain. Medical history included fibromyalgia from 1996 and ongoing, ongoing osteoarthritis (head to toe), endometriosis from 1989 (treatment was hysterectomy in 2007 to put her in medical menopause), night sweats from 2008 and ongoing (result of hysterectomy), ongoing use of prescription glasses and readers from an unspecified date (30+ eye surgeries), almost wants to say she has minor night blindness, bifocals from 2017, sciatic nerve injury from 1996 and ongoing, ongoing pain (generalized), ongoing lower back pain, ongoing dry skin, major heart attack on (B)(6) 2013 (surgical stent placement on (B)(6) 2013), ongoing severe back pain, ongoing bulging disc (after surgeries for hypersubluxation), spinal stenosis from 1996, surgery on (B)(6) 2017 for repair of meniscus in knee (arthroscopic surgery; stemcell placement in both knees), spinal cord injury neck from 2010 and ongoing, and degenerative disc disease. Concomitant medications included unspecified heart pills. The patient previously took lyrica for fibromyalgia and experienced doesn't help enough and taken 300 in the morning and 300 at night without her doctor knowing, neurontin for fibromyalgia which did not help enough to manage fibromyalgia pain, and continuous birth control to cease periods. Consumer reported that in 2016, she fell asleep with the thermacare heatwrap on (she had attached the adhesive to her body). She guesses she rolled over onto her back, as she had "big blisters from hell" from where the wrap was on her skin (on neck and shoulder). It was also reported that she burned herself. There was a perfect indentation of the patch, and she could tell where each little cell was. She does not remember checking skin under wrap until she woke up and found blisters. Blisters took approximately a week of agony to pop and start to scab over. She informed that she knew not to go to sleep with the product; it was her fault, not the product's. She wore it for approximately 14 hours. She informed that the box may say wear for 8 hours on and 8 hours off, however, she has left it on for over 14 hours and it was still hot. She had used other wraps of the same product probably 3 to 4 consecutive days prior to this event. She did not notify her healthcare provider and only treated herself at home with the following products and methods: aloe directly from personal aloe plant - she snapped plant and squeezed onto skin around each blister and applied topically in between applications of cortisone cream (possibly 1% strength), which was applied topically to areas around blisters 2 to 3 times daily; bag balm-salve applied topically, which didn't do anything, didn't help. She was desperate for anything that would even maybe be soothing; ice applied topically to help calm the pain; ibuprofen (kirkland brand) 200 mg tablets - 3 tablets orally three times daily every day during the approximate week described with blisters; bath and body works brand shea butter cream - applied topically around the blisters just for that week, and then to the scabbed areas from the blisters. She did not mention the blister event to her primary care doctor until months later. It did not come up until he was looking at her back and questioned the marks on her back. Her skin tone was classified as medium. She does not have sensitive skin or abnormal skin conditions other than dry skin. She described other heat products for pain relief as follows and informed that she did not have any problems/symptoms with them: wet paper towel (while she was still working, before 1995-99) and put it in the microwave and shoved it in her pants for the back pain; rice in tied sock, microwaved, been about 5 years since done; microwaved wet washcloth place on back, shoulder, and for period cramps; microwavable gel packs that you either heat or cool (those were pure crap). She did not engage in exercise while using the product. She also mentioned that there have been instances when the thermacare heatwrap did not heat up. There was nothing visibly wrong with the packages or products, but they all had rock hard cells instead of the squishy bean bag feeling they usually have when they do heat up. She has had success where she has snapped the cells that were rock hard; broke each cell up and a few of the cells got hot. She hates that they redesigned the new necks, however, she still uses them because she likes sticking them on. Because the neck wraps stick, she can use 2 wraps at once when she's really in pain; she can stick one neck wrap to the right side of her lower back, and one to the left side at the same time. Sometimes, she notices that the thermacare heatwraps work better that percocet and morphine. The action taken in response to the events was unknown. She does not have the product available to be returned. The outcome of she had "big blisters from hell" from where the wrap was on her skin (on neck and shoulder)/she burned herself/pain was resolved (within 5-7 days). The outcome of the other events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn blisters", "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. Other events are non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn blisters", "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. Other events are non-serious. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term]. Fell asleep with the thermacare heatwrap /she guesses she rolled over onto her back/does not remember checking skin under wrap until she woke up/she wore it for approximately 14 hours [intentional device misuse], she had "big blisters from hell" from where the wrap was on her skin (on neck and shoulder)/she burned herself/pain [burns second degree], started to scab over/scabbed areas from blister [scab], marks on her back [scar], she has had success where she has snapped the cells that were rock hard; broke each cell up and a few of the cells got hot [device use error], she has had success where she has snapped the cells that were rock hard; broke each cell up and a few of the cells got hot [device issue], she can stick one neck wrap to the right side of her lower back, and one to the left side at the same time [intentional device use issue], , narrative: this is a spontaneous report from a contactable consumer. This 48-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date for back pain. Medical history included fibromyalgia from 1996 and ongoing, ongoing osteoarthritis (head to toe), endometriosis from 1989 (treatment was hysterectomy in 2007 to put her in medical menopause), night sweats from 2008 and ongoing (result of hysterectomy), ongoing use of prescription glasses and readers from an unspecified date (30+ eye surgeries), almost wants to say she has minor night blindness, bifocals from 2017, sciatic nerve injury from 1996 and ongoing, ongoing pain (generalized), ongoing lower back pain, ongoing dry skin, major heart attack on (B)(6) 2013 (surgical stent placement on (B)(6) 2013), ongoing severe back pain, ongoing bulging disc (after surgeries for hypersubluxation), spinal stenosis from 1996, surgery on (B)(6) 2017 for repair of meniscus in knee (arthroscopic surgery; stemcell placement in both knees), spinal cord injury neck from 2010 and ongoing, and degenerative disc disease. Concomitant medications included unspecified heart pills. The patient previously took lyrica for fibromyalgia and experienced doesn't help enough and taken 300 in the morning and 300 at night without her doctor knowing, neurontin for fibromyalgia which did not help enough to manage fibromyalgia pain, and continuous birth control to cease periods. Consumer reported that in 2016, she fell asleep with the thermacare heatwrap on (she had attached the adhesive to her body). She guesses she rolled over onto her back, as she had "big blisters from hell" from where the wrap was on her skin (on neck and shoulder). It was also reported that she burned herself. There was a perfect indentation of the patch, and she could tell where each little cell was. She does not remember checking skin under wrap until she woke up and found blisters. Blisters took approximately a week of agony to pop and start to scab over. She informed that she knew not to go to sleep with the product; it was her fault, not the product's. She wore it for approximately 14 hours. She informed that the box may say wear for 8 hours on and 8 hours off, however, she has left it on for over 14 hours and it was still hot. She had used other wraps of the same product probably 3 to 4 consecutive days prior to this event. She did not notify her healthcare provider and only treated herself at home with the following products and methods: aloe directly from personal aloe plant - she snapped plant and squeezed onto skin around each blister and applied topically in between applications of cortisone cream (possibly 1% strength), which was applied topically to areas around blisters 2 to 3 times daily; bag balm-salve applied topically, which didn't do anything, didn't help. She was desperate for anything that would even maybe be soothing; ice applied topically to help calm the pain; ibuprofen (kirkland brand) 200 mg tablets - 3 tablets orally three times daily every day during the approximate week described with blisters; bath and body works brand shea butter cream - applied topically around the blisters just for that week, and then to the scabbed areas from the blisters. She did not mention the blister event to her primary care doctor until months later. It did not come up until he was looking at her back and questioned the marks on her back. Her skin tone was classified as medium. She does not have sensitive skin or abnormal skin conditions other than dry skin. She described other heat products for pain relief as follows and informed that she did not have any problems/symptoms with them: wet papertowel (while she was still working, before 1995-99) and put it in the microwave and shoved it in her pants for the back pain; rice in tied sock, microwaved, been about 5 years since done; microwaved wet washcloth place on back, shoulder, and for period cramps; microwavable gel packs that you either heat or cool (those were pure crap). She did not engage in exercise while using the product. She also mentioned that there have been instances when the thermacare heatwrap did not heat up. There was nothing visibly wrong with the packages or products, but they all had rock hard cells instead of the squishy bean bag feeling they usually have when they do heat up. She has had success where she has snapped the cells that were rock hard; broke each cell up and a few of the cells got hot. She hates that they redesigned the new necks, however, she still uses them because she likes sticking them on. Because the neck wraps stick, she can use 2 wraps at once when she's really in pain; she can stick one neck wrap to the right side of her lower back, and one to the left side at the same time since 2016. Sometimes, she notices that the thermacare heatwraps work better that percocet and morphine. The action taken in response to the events was unknown. She does not have the product available to be returned. The outcome of she had "big blisters from hell" from where the wrap was on her skin (on neck and shoulder)/she burned herself/pain was resolved (within 5-7 days). The outcome of the other events was unknown. According to product quality complaint group: summary of investigation: this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed. The lot number is unknown. The sample had not been received by the site. Follow-up (27feb2019): follow-up attempts are completed. No further information is expected. Follow-up (02jun2020): new information received from product quality complaints group included: investigation results.

Manufacturer narrative:
Summary of investigation: this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed. The lot number is unknown. The sample had not been received by the site.